Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1000453814. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1000527245. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During a subsequent surgical procedure, it was determined that the posterior portion of the cuff was no longer attached and had fragmented. The aus was explanted and replaced. No additional patient complications were reported.